Event description:
It was reported that the ventricular assist device (vad) had low flow alarms and the controller had a controller fault alarm indicating the internal battery had reached the end of its life. A controller power up indicating loss of power to the controller also occurred. The issue was resolved by exchanging the controller with a new one and the vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system controller 2.0 d4: model#: 1047de / catalog#: 1407de / expiration date: 30-sep-2019 / serial#: (B)(6) / d9: no / h3: no / h4: mfg date: 30-sep-2019 / h5: no / h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Review of the controller log files revealed several decreases in power consumption and estimated flows during the analyzed period to parameters below normal operating range and twenty-seven (27) low flow alarms logged since (B)(6) 2025. Log file analysis revealed one (1) controller fault alarm logged on (B)(6) 2025 at 19:54:51, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. A controller power-up event, with an associated motor start event, was logged on 27/jan/2025 at 19:17:25, indicating a loss of power to the controller. The data point recorded prior to the loss of power revealed that bat(B)(6) was connected to power port one (1) with 29% rsoc and that bat(B)(6) was connected to power port two (2) with 70% rsoc. The data point recorded after the loss of power revealed that bat(B)(6) connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for eighteen (18) seconds. No anomalies were recorded leading up to the loss of power. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources as reported in the event description. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Applicable risk document ation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Additional products: d1: heartware ventricular assist system controller 2.0 d4: serial#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the loss of power was due to a double disconnection of power sources due to the "patient's carelessness."

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.